Event description:
A report was received of a defect of the cuff after only 4 days of use. No other information was provided to determine if any intervention was required or performed during patient use.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.